Event description:
This is a (B)(6) female patient, initials (B)(6), who experienced peritonitis on (B)(6) 2010. Culture results were positive for e, coli, (B)(6) and (B)(6) coincident with dianeal pd4 therapy. It is unknown how long the patient had been receiving intraperitoneal (ip) therapy. On (B)(6) 2010 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient expired while in the hospital. The cause of death wa not reported. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of death. It is unknown if the peritonitis resolved prior to the patient's death. Additional information received on (B)(6) 2010 indicates the peritonitis was considered the fatal event. The reporter indicates it was unlikely that the fatal peritonitis was related to the dianeal therapy and more likely to be related to a break in aseptic technique or touch contamination rather than to dianeal therapy.

Event description:
This is a spontaneous report by a (B)(6) nurse from a physician in (B)(6) regarding a patient with peritonitis. This is a (B)(6) female patient receiving dianeal pd4 therapy. On an unknown date in 2010, the patient started treatment with dianeal intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6)2010, the patient was hospitalized with peritonitis. . On (B)(6)2010, the patient expired while hospitalized. The cause of death was not reported. It was unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of death. It was unknown if the peritonitis resolved prior to the patient's death. Further information obtained from the nurse indicates: the patient was in a poor general state due melanoma with extensive metastasis and an impaired immunological system. The reporter believed that it was unlikely the peritonitis was related to the dianeal therapy.

Manufacturer narrative:
(B)(4)the sample was discarded therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of peritonitis. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported, as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4).